Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range pacing impedance measurements. A review of the date by boston scientific technical services (ts) confirmed the out of range pacing impedance measurements and discussed the case with a field representative. Ts discussed that this lead is likely encapsulated rather then suspecting a possible lead integrity issue or a connection issue as no issue with sensing was noted. There was also no noise noted. At this time the system remains implanted. No adverse patient effects were reported.